Event description:
It was reported that the accord dual ended hex driver was found stripped. As this was noticed before surgery, the patient was not involved.

Manufacturer narrative:
The associated devices, intended for use in treatment, were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The accord hex drivers were observed to be damaged with rounded and deformed hex driver tips. A hex can strip if the torque applied to the driver exceeds the material strength or if the hex is not seated within the screw when torque is applied. The hex trials were both manufactured in 2015 and showed signs of extensive wear and usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.this is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.